Event description:
Related manufacturing reference number: 2017865-2022-40760. It was reported that the patient presented for a lead revision procedure. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right ventricular lead was explanted and replaced. During the procedure, the right atrial lead was damaged and dislodged. The lead was removed and replaced. No patient consequences were noted.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. Final analysis found a complete lead was returned in one piece. Visual examination found an external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.